Event description:
A user facility reported to olympus, during maintenance of the evis lucera elite gastrointestinal videoscope, blockage in the scope channel was noticed. Upon inspection and testing of the customer returned device, foreign debris was found protruding from the air/water nozzle of the scope. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses adhesive worn, optical cover glass adhesive worn, distal end adhesive lifting off, air/water channel blocked, aspiration housing coloured ring worn, air/water housing coloured ring worn, and light guide tube and insertion tube damage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the brush was broken when brushing the air/water (a/w) valve, then bristles entered the a/w channel and were caught in the nozzle. The following is included in the instructions for use (IFU) and may have helped prevent the event: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." "Check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips." "Check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles." "Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged." "The channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.